Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. A corsair pro xs was returned for investigation. The returned corsair pro xs was found missing its entire polymer tip. The strands proximal to the torn end were found loosened and disarranged, which could be typically seen when torsion was accumulated. Microscopic observation of the torn end found that the tip polymer, inner polymer jacket, and braids were gathered inward and torn, indicating that torsion had most likely contributed to the tearing of the tip. These findings indicated that the corsair pro xs was torn off at approximately 6.5mm from its tip end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the tip of the corsair pro xs likely when the catheter tip was being caught by the heavily calcified lesion, tearing the tip segment. It was concluded that this event was not attributed to product quality. As the tip segment of the affected corsair pro xs was not retuned, it was unable to completely rule out the potentiality that some catheter fragments might be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ do not use this microcatheter in advanced calcified lesion. ~ if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.) ~ always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) [Malfunction and adverse effects] ~ separation.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the tip of the corsair pro xs when the tip was caught by the heavily calcified lesion. Consequently, the catheter tip was separated. It was concluded that this event was not attributed to product quality. As the affected corsair pro xs was not retuned, it was unable to completely rule out the potentiality that some catheter fragments might be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ do not use this microcatheter in advanced calcified lesion. ~ if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.) ~ always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) [Malfunction and adverse effects] ~ separation.

Event description:
It was reported that an asahi corsair pro xs microcatheter was used during a percutaneous coronary intervention (pci) to treat a heavily calcified 90-99% stenosis in the mid left circumflex artery (lcx). Rotational atherectomy was planned. However, difficulty was met when using a 1.25-mm burr for rotablation. The corsair pro xs was delivered to the lesion. When the corsair pro xs was further advanced, the catheter tip was separated. The separated tip of the corsair pro xs remained on the concomitantly-used asahi guide wire (eithersion black or sion blue es) and was removed together with the guide wire. Given the increased radiation exposure and maximum limit amount of contrast media that was used, the physician decided to perform re-pci at a later date and terminated the procedure. The physician commented that the vessel was heavily calcified and the corsair pro xs got caught by the calcium at times. Over torque could have been a contribution of the catheter rupture. The patient was discharged on (B)(6), 2023.